Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The 12x2.50mm taxus ion stent delivery system (sds) was advanced past 2 previously placed promus stents of unknown size to the lesion and deployed. When the physician tried to remove the device they experienced balloon withdrawal resistance. After another inflation and deflation the sds was successfully removed. The procedure was completed at this point. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: a00283699tw #: 1996255